Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was malfunctioning. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 and h6 device code.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was malfunctioning. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that normal device function was noted during device check post magnetic resonance imaging (MRI).